Event description:
It was reported to medtronic minimed that the customer experienced pump error 38 (no motor movement or negligible movement and retries to free a stuck motor failed), frozen display and unresponsive buttons. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was not able to clear the error and the customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. The customer declined to troubleshoot for frozen display. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self-test, however, constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38. All buttons function properly. However, moisture damage noted to keypad trace. Unit successfully downloaded to thump. Verified pump alarmed pump error 38 two times on (B)(6) 2024 between 12:57:17.000 to 13:01:33.000 in pump downloaded history. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked belt clip rails, corroded battery tube, corroded motor home switch. Constant pump error 38 alarms noted during rewind due to corroded motor home switch. All buttons function properly and no frozen screen noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.